Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found. The full lead was returned for analysis.

Event description:
It was reported that the rv lead was explanted and replaced due to dislodgement and t-wave over sensing. Inappropriate therapy also reported. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the rv lead was explanted and replaced due to dislodgement and t-wave oversensing. Inappropriate therapy also reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.